Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the torque defining screw kit has been in the field since 2005. Exactech has received 12 similar complaint reports since 2008. Sales data for torque defining screw kits was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. This issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot. According to sales data, 1 piece of the 50-piece lot has not been sold. This implies that the other 48 pieces have been used to implant the torque defining screw successfully. A sibling was not available for evaluation. Therefore, this issue does not appear to be manufacturing related. The design of the torque defining screw incorporates a small piece of polyethylene in the end of the screw that becomes wedged in the driver when fully inserted. If this polyethylene piece is undersized or not fully engaged, the screw will not be retained by the driver. The torque defining screw kit issue reported in experience (B)(6) was likely the result of either the screw not being fully inserted and secured to the driver or the polyethylene plug being undersized, which allowed the screw head to slip out of the driver without interference. Unfortunately, neither the kit used, nor a sibling of the kit were available for evaluation. Therefore, the exact cause of the reported event cannot be determined. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues. There was no patient adverse event. The head of the screw was not retained in the driver. X-ray confirmed that the part was not left in the patient. An investigation was conducted: the torque defining screw kit issue reported was likely the result of either the screw not being fully inserted and secured to the driver or the polyethylene plug being undersized, which allowed the screw head to slip out of the driver without interference. Unfortunately, neither the kit used, nor a sibling of the kit were available for evaluation. Therefore, the exact cause of the reported event cannot be determined.

Event description:
It was reported from the us that during a tsa orthopedic surgery the surgeon experienced an issue with the screw. The head of the screw was not retained in the driver. There was a slight surgical delay as x-ray confirmed that the part was not left in the patient. The outcome of the patient was a tsa as planned. No adverse event reported. The rep was present at the time of surgery. The device was not returned for analysis. Patient demographics not available. It was not reported if the device fragment was removed by the surgeon. No other information was provided about the event.